Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 67 (mg/dl) in the morning. Reportedly, the customer is new to the pump and believed the basal right needed to be adjusted. Orange juice was consumed to address bg level. A recommendation was made for the customer to discuss low bg levels with a healthcare provider.